Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when newly charge transmitter was connected customer got a lost sensor alarm. Customer's blood glucose was over 600 mg/dl. Customer was advised that transmitter needed to be replaced. Customer declined troubleshooting.